Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 ped2 pipelines had issue deploying and had resistance in a phenom catheter. A flow diverter stent was placed in the left internal carotid artery (ica) c4/19 mm intra-curve bay aneurysm. As per the package insert, the prepared fubuki 8fr90 cm was placed in the left-ic, and the navien 5fr115 cm was delivered in the vicinity of the neck of the left-ica-c4 aneurysm. As per the package insert, phenom27, which was prepared, was delivered to m1 using a synchro guide guidewire. Ped 4.25*30 (pli30), which was prepared as per the package insert, was delivered to phenom 27 (pli20) and delivered up to the tip of phenom 27. The sleeve was removed with the tip of phenom 27 (first full resheath), and system pull was used to pull down and drag down to the target lesion. The deployment was attempted using a wire push. After removing the sleeve once, the distal-end part was neatly deployed, and the body of the mid-abdominal region of the pipeline-stent was repeatedly deployed with wire-pish and wire-pull resheath about 3 times at the tortuosity region. In the end, it was completely deployed neatly. After that, there was a concern that the proximal end length of the pipeline stent was not sufficient and the proximal flare was slightly floating in the lesioned thick area. It was placed on an additional ped 4.25*35 (pli10). Ped 4.25*35 was prepared as per the same package insert and it was delivered within phenom 27 and delivered to the tip of phenom 27 (pli20), which was used earlier. The sleeve was removed from the tip of the phenom 27 (resheath the first time); with the stent region almost contained, system pull was used to pull down and drag down to the target placement initiation position. The deployment was initiated using a wire push. The distal-end flare region was neatly deployed, and the body part of the mid-abdominal area of the pipeline-sent was repeatedly deployed four times with wire-push and wire-pull resheath in the tortuosity region. However, the deployment was not satisfactory in the strong tortuosity region; the wire-push deployed and the wire-pull resheath in the middle abdominal region of the pipeline stent twice again when the deployment was attempted. During the resheath operation by pulling the core wire, only the core wire was able to be pulled and the tip of the pipeline stent and the phenom became immobile. At this time, the feeling of resistance nearby was completely uncomfortable, and there was no strong resistance. At this time, the implant pipeline stent is expected to be removed from the core wire although the phenom tip marker has not yet reached the resheath limit. An abnormality was detected and the core wire had been pulled; it was confirmed that the stent was not stored or resheathed inside the phenom at all; it was assumed that the proximal end of the pipeline stent inside the phenom had disconnected from the proximal bumper of the core wire; the body of the pipeline-stent had already been placed in the distal half; so it was determined that it was dangerous to safely remove everything. It was decided to push it with a core wire and deploy it by using a one-way deployment method (resheath was not possible) to place it fully. In the end, all of the pipeline-stent parts were placed, but one area where flattening occurred was left behind at the strong tortuosity, and the stent placement operation was completed. The true tube was secured with phenom and core wire, so the exchange was performed using a 300 cm wire, and post-balloon was performed using transform7*7. In the end, the pipeline stent that was neatly deployed was placed, and the treatment could be completed without any problems with the radiological findings. There is no unnecessary device residue in the patient's body. The lumen of phenom is settling. There is a possibility that the lumen is not substantial at 0.027 inches at the time of placement of a single pipeline stent, so it was presumed that early stent dislodgement and early slippage from the proximal bumper may occur as mentioned above. There was premature stent expansion. The delivery pusher did not rotate inside the patient's body during delivery. The catheter was flushed as per instructions for use (IFU. The patient was being treated for an unruptured, saccular aneurysm in the right ica. The max diameter was 19mm and the neck diameter was 10mm. The blood vessel diameter in the distal landing zone was 3.9mm and the proximal landing zone was 4.3mm. Vessel tortuosity was strong. The access vessel diameter was 4,5mm. No patient symptoms or complications were reported.

Manufacturer narrative:
H3: analysis of ped2-425-35 (lot# b294713) found the the pipeline pushwire bent at ~66.6cm and at ~151.5cm from proximal end. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. The pipeline braid was not returned. No other anomalies observed. Based on the device analysis and reported information, the customer¿s report of ¿adjunctive balloon angioplasty¿ was unable to be confirmed and the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿pushwire break/separation¿ was unable to be confirmed as no breaks or separation were found with the pushwire. Based on the device analysis and reported information, the customer¿s report of ¿device opens prematurely¿ was unable to be confirmed and the root cause could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿resistance during re-sheathing/failure to re-sheath¿ was unable to be confirmed as the pipeline device was returned without introducer she ath and the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.